Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition board to address the reported problem.